Manufacturer narrative:
In the returned state, the lead was cut through about 10.5 cm distal of the df-1 connector pin. A proximal and a distal lead fragment were available for analysis. The returned fragments were checked visually, mechanically, and electrically. It is likely that the lead was cut during the explantation. Aside from the existing cut through the lead, no damage was detected. Since the lead was cut through in the returned state, the electrical analysis of the lead was limited to the measurement of the direct-current resistances of the fragments. No abnormalities were detected. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted 4 days after the implantation due to a pacing impedance >2500 ohms and an exit block.